Event description:
The customer reported troponin I (access accutni) quality control (qc) had been approximately 1.5-2 standard deviations (sd) above peer values, but within the laboratory¿s acceptable range involving the unicel dxc 600i synchron access clinical system utilized in conjunction with the access accutni assay and calibrator. No erroneous patient results were generated. The customer stated the laboratory¿s temperature is monitored and typically measures approximately 19-20ºc. Beckman coulter customer technical specialist (cts) informed the customer that the restricted temperature range is between 21-28°c set forth per product notification. Decrease in ambient temperature may cause an increase in troponin I results. Beckman coulter cts advised the customer to set the laboratory¿s temperature to the recommended setting and review qc and any previously analyzed patient samples to verify results accuracy. There was no patient consequence associated with this event. The instrument was in normal operation.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. (B)(4).